Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete initial reporter name: laura clarke-reitz, product recall management coordinator. Complete event site name: novant health new hanover regional. Additional reporters/ contacts: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while inserting the intra-aortic balloon (iab), the dilator broke off inside the patient at the hub. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Reference complaint #(B)(4).